Event description:
It was reported that during an a-fib procedure, a pericardial effusion was observed via intracardiac ultrasound. The patient became hypotensive and a pericardiocentesis was performed. Fluid was being drained from the pericardial space at the time of the reported event. The patient was stabilized and admitted to ICU for observation. The customer reported that when the navistar was advanced into the left atrium, it was in an anterior orientation. The case was not completed and no ablations were delivered. A reprocessed ultrasound catheter was used in this procedure. The patient was transferred to another hospital.

Manufacturer narrative:
A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 system - us catalog #: fg540000 serial #: (B)(4); stockert 70 system - us catalog #: s7001 serial #: (B)(4); cool flow pump - us catalog #: cfp002 serial #: (B)(4); lasso 2515 nav variable catheter us catalog #: ln222515ct lot #: 15484778l. (B)(4)

Manufacturer narrative:
(B)(4). A review of 2 years of previous data for this type of failure provides an average complaint rate of (B)(4). The frequency of this specific failure mode has been stable for this functional family (navistar thermocool). As stated, the complaint rate for this product and failure mode is (B)(4) and the frequency has been stable. The clinical presentation of this failure is included in the warnings and precautions section of the IFU. IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. FDA request for report: (B)(4), MDR report number associated: 9673241-2011-00128. Per internal procedures, bwi send a response letter to the customers when the complaint is closed. At this time, the complaint file is been prepared to be closed and a response letter will be sent to the customer before closure. The information that can be provided to the customer is the evaluation summary provided. The catheter received was visually inspected and it was found in normal conditions. The device was tested and it passed electrical, temperature and generator tests. Also, deflection test was performed and the catheter meets all deflection specifications. The exact cause of the pericardial effusion reported by the customer could not be determined. IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.